Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient originally underwent surgery on (B)(6) 2014 to remove a central intramedullary osteoma in the meta-diaphysis of the left distal femur at the medio-posterior junction. After the en bloc resection stabilization of the femur was performed via implantation of a tomofix plate and associated screws (part numbers unknown) and interposition of a femoral allograft. The patient stated that she continued to suffer symptoms in the distal femur laterally and on the lateral side of the left knee (severe pain and inability to put weight on her knee). It was thought initially that the problem was due to her knee arthritis. On (B)(6) 2014 a computed tomography (CT) scan revealed a femoral fracture through the proximal area of the resection. Revision surgery was performed on (B)(6) 2014 and a synthes locking compression distal femur plate (part number 222.255) and associated screws were implanted to treat the fracture. The patient developed an infection (staphylococcus epidermidis) and underwent aspiration of the distal plate area on (B)(6) 2014, debridement and insertion of a vacuum-assisted closure (vac) system on (B)(6) 2014 and two courses of antibiotic treatment. Removal of the vac system, follow-up debridement and secondary wound closure were performed on (B)(6) 2014. The patient continued to experience severe pain in her thigh and was unable to bear weight on her knee while walking down stairs. It was stated in the operative report that the ¿prominent plate (part number 222.255) laterally under the iliotibial tract is causing problems¿ and it was decided that this plate and its associated screws would be removed. The explant surgery was performed on (B)(6) 2014. It was noted during the surgery that two screw heads were breaking off or had already broken and the wound had to be opened further in order to be able to remove the broken screws. The plate, intact and broken screws were all removed and no fragments were left in the patient. It was not reported that the tomofix plate and associated hardware were also explanted on this date. This complaint is alleged against the unknown tomofix plate and the associated unknown quantity of unknown screws this report is for the unknown tomofix plate. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for the unknown tomofix plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.